Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and feeling sick/unwell. The customer reported damage to the pump. The customer reported blood glucose value of 423 mg/dl. The customer had an emergency visit to hospital and treated with manual injection. The event involved product(s) mmt-399a, mmt-1880l, mmt-332a. Troubleshooting was performed. Found the damage on battery tube side and it was affecting the pump functionality. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-399a, mmt-1880l, mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment.the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump.successfully uploaded pump to carelink. On the event date of 04-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 04-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 104000 (10.4 u) and dailytotalofbolusinsulindelivered = 243000 (24.3 u) which is equal to the dailytotalofallinsulindelivered = 347000 (34.7 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 04-oct-2025.the pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.97 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection.the test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.